Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery with mild tortuosity and calcification. The 3.0 x 15 mm trek balloon catheter was prepared per the instructions for use (IFU), prior to use in the anatomy. A 50:50 ratio of contrast was used. The trek was advanced to the lesion without resistance, and inflated to 12 atmospheres (atm). When an attempt was made to deflate the balloon, the balloon would not deflate. The trek was pulled into the guiding catheter, with resistance, and both devices were removed together, with the balloon still inflated. An unknown device was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported deflation issue and difficulty removing from the guide catheter were confirmed. Based on the visual and functional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for deflation issues or difficult to remove reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.